Event description:
Physician reported a suspicion of rupture with the results of mammography (right side). Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: one sharp opening. Based on the device analysis the final assessment is: one sharp edge opening on the radius side assessed as unidentified (tear) opening.

Event description:
Physician reported a suspicion of rupture with the results of mammography (right side). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Physician reported a suspicion of rupture with the results of mammography (right side). Device has been explanted.